Event description:
A report was received that the patient had a non-device related infection. Symptoms were fever and soreness at the battery site. The patient was prescribed oral antibiotics. The patient's infection was cleared.